Event description:
It was reported that the pump was indicating a high pressure alarm; and there were no obstructions found. No patient injury was reported.

Manufacturer narrative:
No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.